Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified that a strut at the proximal edge of the stent was lifted. Additionally the stent was slightly distorted in its mid-section. This type of damage to the stent is consistent with excessive force having been applied to the stent. The stent was pulled proximally on the balloon. As a result the distal edge of the stent was positioned at 11mm proximal to the proximal edge of the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The entire tip section of the device was severely stretched and flattened. As a result of this damage it was not possible to pass a guidewire through the device. A visual and tactile examination identified a kink in the hypotube at 2cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment occurred and the stent moved on the balloon. The target lesion was located in the left anterior descending (lad) artery. Following the advancement of a non-bsc guide wire, a 2.25x28mm promus premier stent was advanced. However, the non-bsc guide wire was "tacky" when the physician was trying to advance the promus premier stent. The promus premier stent was stuck just in front of the tuohy and when the physician pulled the device, the stent slid back off the balloon. The procedure was completed with a new wire and promus premier stent. No harm was done to the patient.

Event description:
It was reported that catheter entrapment occurred and the stent moved on the balloon. The target lesion was located in the left anterior descending (lad) artery. Following the advancement of a non-bsc guide wire, a 2.25x28mm promus premier¿ stent was advanced. However, the non-bsc guide wire was "tacky" when the physician was trying to advance the promus premier¿ stent. The promus premier¿ stent was stuck just in front of the touhy and when the physician pulled the device, the stent slid back off the balloon. The procedure was completed with a new wire and promus premier stent. No harm was done to the patient.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).